Event description:
It was reported from the ICU that chemotherapy leaked under the c-collar of a closed system transfer device (cstd). The c-collar was unable to be removed and the leak occurred at a faster rate when clamped. It is believed the tubing is not bonded, the c-clamped damaged the tubing, or a combination of both occurred. This caused a delay in patient care, and a chemo and bodily fluid exposure. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing leaked at connection site was confirmed. A video provided by the customer observed fluid leaking from the tubing to the male luer collar. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the ICU that chemotherapy leaked under the c-collar of a closed system transfer device (cstd). The c-collar was unable to be removed and the leak occurred at a faster rate when camped. It is believed the tubing is not bonded, the c-clamped damaged the tubing, or a combination of both occurred. This causes delay in patient care and chemo and bodily fluid exposure. There was no impact to patient.